Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned product revealed proximal stent struts were lifted/flared and bent distally. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, removal difficulties and stent damage occurred. The 7.0x19mm express sd stent system was advanced into the patient, but was not able to cross the intended target lesion. While withdrawing the device, the stent became hung up on the super sheath. After some maneuvering, the device was able to be removed successfully; however, it was noted that the stent struts had flared. The procedure was completed with angioplasty. There were no patient complications reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure, removal difficulties and stent damage occurred. The 7.0x19mm express sd stent system was advanced into the patient, but was not able to cross the intended target lesion. While withdrawing the device, the stent became hung up on the super sheath. After some maneuvering, the device was able to be removed successfully; however, it was noted that the stent struts had flared. The procedure was completed with angioplasty. There were no patient complications reported and the patient's status is fine.